Manufacturer narrative:
The device was not returned therefore an investigation could not be completed. No part number or lot number was provided so the device history record could not be reviewed. If additional info is obtained that was not available at the time the medwatch was submitted, a follow up report will be filed as appropriate.

Event description:
Sometime between (B)(6) 2014, a cardiothoracic surgeon encountered a pt who presented with a sternal dehiscence. The pt's sternum had been closed with a combination of cerclage wire and acutie plates by an unk surgeon. The cardiothoracic surgeon removed the cerclage wires and the acutie plates and repaired the sternum.